Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to the hospital with heart rates in the low 40s. Loss of capture was suspected and confirmed upon interrogation. Mode was changed to vvi 40 to avoid attempted tracking. On (B)(6) 2020, the patient presented to the cath lab dependent paced at vvi 40. A new lead was placed while the existing lead remained attached to the pulse generator. Dislodgement was observed and the lead was explanted. Should additional information be received, this file will be updated.